Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unk amount of time in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Two used suctionaid tracheostomy 7.5mm soft seal cuff were returned and examined. Upon pressurization the cuff (on both) was found to have a small tear measuring between .5mm to 3mm in length and located at the maximum diameter of the cuff. The configuration of the tears are a straight line or slightly u shaped and their location and physical characteristics are consistent with having been damaged, most likely while it was inflated. Based on the results of this evaluation there is no indication of any intrinsic product defects. The fault found could not be attributed to a mfg defect. Our quality personnel determined the damage was caused during customer use.